Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a force sensor calibration test found that the force sensor was out of calibration. The pump performed a rewind, load, and prime without issues and the pump was able to exercise for 24 hours without any alarms or warnings. (B)(6).